Event description:
Gastric by-pass roux-en-y surgery was performed in 2007. The anastomosis was created with a 21mm circular stapler. Psd veritas collagen matric staple line reinforcement was used on the staple line. After the stapler was fired, the surgeon had a difficult time removing the stapler and subsequently tore approximately 3/4 of the stapled anastomosis. Surgeon essentially had to recreate the entire anastomosis by stapling the torn edges. It is unknown if this event was caused by the stapler, reinforcement or technique. No additional patient information is known.

Manufacturer narrative:
If additional pertinent information becomes available, a supplemental report will be submitted. Device lot numbers not reported to manufacturer; therefore, manufacture and expiration dates unknown.